Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The physician pushed fluid through the cuff and saw fluid loss through a hole. The cuff was replaced with a 4.0cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.